Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The procedure recorded was an acl repair. The complaint listed that ¿the unit fell off the inserter¿. T1 and t2 and no suture were returned with the device. The depth limiter is quite puckered at both ends indicating force, resistance. The delivery needle is slightly bowed. Inadvertently twisting or bending of the needle track may encourage release of a t when not intended. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ functional test showed that the device still actuates and cycles properly. No root cause related to the manufacturing process can be established.

Event description:
It was reported that the unit fell off of the inserter. No patient injury or complications were reported.